Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device showed alert code 200.34. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, the cpu board was found to be defective. It was replaced to resolve the issue. After repair, the device was found to be working according to the specifications. The defective cpu board is identified as the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that the vapr3 generator *ea, when did the j&j internal test, it shows alert code 200.34. It will be repaired in (B)(6)cts, not return to opoc. There were no adverse consequences to the patient. It is jjms commercial sample. Unit pass all diagnostics and testing.